Event description:
It was reported that a tip detachment occurred. The target lesion was located in the high grade proximal mid left anterior descending (lad) artery. A 300 choice¿ pt guide wire was selected. It was noted that the polymer "sleeve" at tip of the wire came off. The detached polymer "sleeve" was able to be snared and removed from the patient. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the unit returned has the wire kinked and distal end damage, as part of overall visual revision. Unit returned matches with upn provided by the customer. The visual inspection was performed and the device presents: the wire kinked and the distal tip detached and bent. All the external outer diameter measurements were taken and all of them met specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a tip detachment occurred. The target lesion was located in the high grade proximal mid left anterior descending (lad) artery. A 300 choice¿ pt guide wire was selected. It was noted that the polymer "sleeve" at tip of the wire came off. The detached polymer "sleeve" was able to be snared and removed from the patient. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was good.